Manufacturer narrative:
Submit date: 5/4/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated a (B)(6) female patient had a catheter placed on (B)(6) 2015 into the left internal jugular vein. On (B)(6) 2016, the catheter migrated out of the patient. The catheter was replaced. Prior to (B)(6), it was mentioned that the catheter had migrated out slightly back in (B)(6) but the medical staff determined that it was not necessary to exchange it at the time. The customer also stated that there were difficulties when placing the catheter and the placement was completed with cortisone medication. It was also stated that as a general practice they normally moisten the cuff so it would adhere better. There was no patient harm.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the possible root causes for the failure could be: operator inattention, too little or too much glue used, excessive force or jerking motion, malfunction inspection not performed, or defective material. No corrective or preventive actions are deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.